Event description:
It was reported that the device was used during a laparoscopic appendectomy. First firing, first reload the device worked fine. On the second firing, second reload, the device would not fire on the 3rd stroke and would not open. The device was pulled off the tissue, there was some bleeding, which is believed to be cauterized. The red release button was pushed and the arrow was back, however it would not open. Unknown how the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Jammed knife. Additional information was requested and the following was obtained: on what tissue type was the device used? Appendix. At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd firing on second reload. During which stroke did the event occur? 3rd. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? Device was pulled off the tissue. What were the patient's pre-existing conditions? Appencitis. Does the patient have any relevant history of surgical treatments? No. How long has the surgeon been using this device for this procedure (in years)? Since release. Was there a recent conversion to ees devices in this account or with this surgeon? No the analysis found that one device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr45m cartridge reload was loaded in the device. The cartridge reload was received fully fired and with clips lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The batch record was reviewed and no anomalies were noted during the manufacturing process.